Event description:
It was reported that the patient received an inappropriate shock. Upon interrogation, it was noted that the appropriately sensed rhythm was fast enough to fall into a detection zone and the discriminator match scores were high enough to withhold, but the device delivered a shock because the atrial rate was slower than the ventricular rate. The caller further noted that there was atrial sensed event in the atrium even though there was no atrial lead. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.